Manufacturer narrative:
Medical device expiration date: na. There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ instrument to test for sars cov-2 a false positive result was obtained by laboratory personnel. A repeat test was performed, and no erroneous results were reported. There was no patient impact.

Event description:
It was reported that while using the bd max¿ instrument to test for sars cov-2 a false positive result was obtained by laboratory personnel. A repeat test was performed, and no erroneous results were reported. There was no patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The issues were resolved by adjusting the position of the drawer (heater part) and the dispensing position. The complaint is confirmed and the root cause is likely related to the assay design. The investigation consisted of a review of the instrument service history, device history record, related complaints, and prior analysis of the log files. The instrument met all acceptance criteria prior to release from manufacturing.bd quality did not receive any returned parts for investigation. No new risks, trends, or hazards were identified. CAPA# 1632720 is open to document and address the root cause of the false positives and reader saturation issues with the bd sars-cov-2 assay.